Event description:
It was reported that during a laparoscopic appendectomy procedure the device was closed on tissue. When the surgeon fired the device the cartridge went forward and the cartridge popped out of the device. The tissue was cut but no staples deploy. The cartridge fell into the patient but was retrieved with graspers. A second device was pulled and the same thing occurred. A small about of bleeding occurred, but no transfusion was needed. Sutures were used to control the bleeding and complete the procedure with no patient consequence.

Manufacturer narrative:
(B)(4). The analysis results found that device (a) was returned in good visual condition and with no reload present on the device. The device was tested for functionality with a test reload and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as the test cartridge was loaded into the device without difficulties and did not fall out during the visual and functional testing. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. The analysis results found that device (b) was returned in good visual condition and with no reload present on the device. The device was tested for functionality with a test reload and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as the test cartridge was loaded into the device without difficulties and did not fall out during the visual and functional testing. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. The batch record was reviewed and no anomalies were noted during the manufacturing process.